Manufacturer narrative:
The customer declined to provide patient result and demographic information. The beckman coulter fse dispatched to the customer site determined malfunctioning peristaltic tubing was the cause of the failed system check reported by the customer. Evidence indicates a malfunction with the potential to cause the system to generate erroneous patient results. This malfunction may have contributed to the generation of the non-reproducible access accutni+3 results reported by the customer.

Event description:
On (B)(6) 2016 the customer reported that a system check performed as part of weekly maintenance on the laboratory's access2 immunoassay system (serial number (B)(4)) had failed. During guided troubleshooting for this issue, the customer indicated that non-reproducible troponin I (access accutni+3) results had been generated on the same analyzer for two patients but declined to elaborate further. The customer did state that there was no change to patient treatment as a consequence of the non-reproducible results. The customer indicated that the patient samples in question were collected in lithium heparin plasma tubes but declined to provide sample handling, processing or integrity details. A beckman coulter fse (field service engineer) was dispatched to evaluate the system.